Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, it was noted that the elective replacement indicator was triggered on (B)(6) 2019 despite the device being originally implanted on (B)(6) 2015. The physician suspected premature battery depletion. The device was explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.